Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2011: the patient presented with the following preoperative diagnoses: severe cervical spinal stenosis c2-3. Severe facet arthrosis, c2-3 and c1-2. Severe spondylosis, c2-3. He underwent the following procedures: posterior cervical instrumentation, c2-c1, c2-3, left side (c1 isthmus screw c2 pedicle screws c3 lateral mass screw). Posterior cervical instrumentation on the right side in c2-3 (c2 pedicle screws c3 lateral mass screw). Posterior spinal fusion, c1-2 and c2-3 bilaterally using auto and allograft. Operative indication: the patient had severe arthrosis of the facets between c1-2 and c2-3. He had got down the osteophytes and severe osteophyte c2-3. This led to cervical stenosis and cervical spondylosis. As per the op notes, the interlaminar space between c1, c2 and c3 was packed with auto and allograft. No patient complications were reported. On (B)(6) 2011: the patient presented with increased pain. On (B)(6) 2011: the patient underwent x-rays of the cervical spine due to c1-2 instability. Impression: posterior fusion c1-3; anterior fusion c3-6 redemonstrated. On (B)(6) 2012: the patient presented status post c1 to c3 posterior instrumented spinal fusion about three months ago. On (B)(6) 2012: the patient presented with cervical facet arthritis. On (B)(6) 2012: the patient presented with persistent pain. He underwent diagnostic lumbar- sacral medial-lateral branch blocks at the bilateral l1-l5 levels. The procedure was performed with fluoroscopic guidance. No patient complications were reported. On (B)(6) 2012: the patient presented with cervical facet syndrome, and underwent c3-4 and c4-5 medial branch block under fluoroscopic guidance. No patient complications were reported. On (B)(6) 2012: the patient presented status post c1, c2 and c3 posterior spinal instrumentation and fusion. Impression: pseudoarthrosis between c3-c4 and c4-c5, c5-c6. Severe facet arthrosis at c3-c4, c4-c5 and c5-c6. Facet pain from c3-c4, c4-c5, c5-c6. On (B)(6) 2012: the patient underwent CT of the cervical spine which revealed: evidence of the previous posterior c1-3 decompression, fusion and fixation and the anterior c3-7 decompression with fusion and fixation; solid bony arthrodesis on the anterior portion; good cervical lordosis present; an encroachment of the c2 screws on the foramen transversarium. On (B)(6) 2012: the patient presented for pre-operative discussion for his c3 to c6 posterior spinal instrumentation and fusion for his facet arthropathy and facet disease. On (B)(6) 2012: the patient presented with pain in neck, chest, shoulders, head and back. On (B)(6) 2012: the patient presented with pain in lower back. He also reported weakness in right leg and left leg. He also complained of moderate numbness and/or tingling in the legs.on (B)(6) 2012, (B)(6) 2013: the patient presented with pain in head, neck, back, chest, shoulders, mid-lower back, legs and feet. He also reported decreased range of motion of cervical spine and tenderness to palpation in upper cervical spine with decreased sensitiveness. On (B)(6) 2013: the patient presented with progressively worsening neck pain and upper and lower extremity symptoms. He also difficulty ambulating and had headaches. On (B)(6) 2013: the patient presented and complained of rectal pain and slight bleeding. Assessment: internal hemorrhoids; constipation. On (B)(6) 2013: the patient underwent CT angiography of the head and neck and a radiology, which revealed evidence of multilevel cervical segmental degenerative disease with a previous anterior-posterior cervical decompression with fusion and fixation. There was also evidence of a right c2 screw which appeared to extend through the central portion of the right foramen transversarium. The right vertebral artery appeared occluded at this portion. A left c2 screw was noted which extended through the superomedial portion of the left sided foramen transversarium, without definite compression of the left vertebral artery noted. On (B)(6) 2013: the patient presented with significant neck pain. He had severe stiffness and limited range of motion in all plains. X-rays of the cervical spine revealed spinal cord stimulator placed posteriorly; posterior instrumentation from c1 to c3 on the left and c2 to c3 on the right; acdf with plate fixation from c3 to c6 with two screws at c3, a right-sided screw at c4, left sided screw at c5 and bilateral screws at c6; a standalone device at c6-c7 level; solid arthrodesis from c3 to c7; broken c1 screw. Impression: chronic cervicalgia; implant failure, c1, left; history of at least eight cervical spine procedures. On (B)(6) 2014, (B)(6) 2015: the patient presented with pain in head, neck, shoulders, triceps, chest, elbows, lower back and both feet. He also complained of numbness in feet, sharp nagging pain in upper are. On (B)(6) 2014: the patient complained of fever, body aches, chills, head congestion. On (B)(6) 2014: the patient presented with chronic neck pain. Associated symptoms included headaches, neck pain and numbness. The symptoms were aggravated by twisting. He was diagnosed with cervical degenerative disk disease.

Event description:
It was reported that the patient underwent a cervical surgery at c1-c2 and c2-c3 using rhbmp-2/acs and puregen. The patient's symptoms did not improve following this surgery and his pain level increased. The doctor reportedly told the patient that he would need a third cervical surgery. It was reported that the patient has suffered severe, permanent injuries.